Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered intermittently from the cartridge when the cartridge reached 40-50 units of insulin. Customer's blood glucose level was 300-400 mg/dl. Additional information was not provided.